Event description:
Excess pain - disfigurement. Breast implants tissue expander implant in or about (B)(6) 2004- within the year, developed serious issues on the left side implant, swelling, puckering, encapsulation- with excess scar tissue and lumps in/under armpits- I had multiple mammograms, which doctors said did not look abnormal- and no further testing was needed. I have had numerous doctor appointments since with complaints of breast pain, tenderness and swelling with lumps, again more mammograms with no issues noted; the last one was in (B)(6) 2019. I have requested several times to have the implants removed, but my insurance refused to pay for that expense or any follow up care, so I was left to deal with the pain on my own, with absolutely no assistance, counseling or health care to address this issue; frustrated, and depressed, it has taken a mental toll on me. The pain and discomfort has only increased, swelling, lumps, the left breast nipple is puckered and flatten, disfigured. The past year have been experiencing fatigue, chills, and have unexplained weight lost recently. I have had no contact with the doctor who performed the implant surgery during the past 10 years, as previous attempts to secure my medical records so I could review and understand the surgery, did not process, and they did not follow through, so I never received any. FDA safety report ID# (B)(4).